Event description:
"Shelhigh bovine -cow- pericardium tissue mitral valve repair. Repair broke down and the mitral valve malfunctioned in less than a month. Had to have a replacement a mechanical valve. This was after two chest tubes, a central line placed and six weeks of home infusion of vancomycin and rocephin. Also severe congestive heart failure developed. Also large vegetative growths." (As per maude submission).

Manufacturer narrative:
The mitral valve repair breakdown could have been due to a variety of factors. It's not clear what type of repair was performed, whether the native tissue was in good enough condition to survive a repair, and whether other devices were used (e.g., annuloplasty ring). Never received the explanted patch or an explant report. The manufacturer is not at all certain the patch was responsible for a mechanical failure of the procedure or an infection. Infection could have been triggered by a mitral valve annuloplasty ring (made of fabric material). The fabric material used to perform annuloplasty can harbor bacteria and invite vegetation. There is no reason for further action. The patch was not found to be faulty or infected, and was not returned for analysis. No further patient information is available.